Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade ii" and "hole, non-specific". Healthcare professional later reported rupture. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture and capsular contracture was received on january 10, 2025 with lot number 2155757. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade ii" and "hole, non-specific". Healthcare professional later reported rupture. This record is for the left side. Device has been explanted and replaced.